Event description:
In 2008, the pt lifted a person off the ground. Afterward, the pt experienced sharp pain at the implantable neurostimulator location with strenuous activity, about 4-5 times a day. The pt tried to adjust her stimulation and there was no effect on the stimulation sensation. She visited her hcp who determined that the lead was disconnected from the 'box.' The pt had surgery to fix the problem in 2009. The leads disconnected a second time; surgery was scheduled for 2009. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.